Manufacturer narrative:
The manufacturer received information alleging an internal battery replacement may be required on the device when it is returning for a four-year service. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's internal battery was replaced to address the issue. Additional findings not related to the malfunction/issue was another system error that occurred on the device. The system printed circuit assembly board was replaced to address this system error. The system test was performed on the device, and it fail. The detachable battery would need to be replaced on the device. Another system test was performed on the device using a test battery, and the device passed the system test.

Event description:
The manufacturer received information alleging an internal battery replacement may be required on the device when it is returning for a four-year service. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional findings not related to the malfunction/issue is the software would need to be upgraded.